Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 43 mg/dl. Customer also stated that insulin pump had threshold suspend alarm. Customer also stated that they had an allergic reaction to the oval tape. The device will not be returned for analysis.